Event description:
During the procedure, the generator screen froze and emitted an audible tone. Additionally, port 2 displayed an ambient temperature of 98 degrees. The procedure was cancelled and rescheduled for another date. There were no patient consequences.

Manufacturer narrative:
One neurotherm generator was received for investigation. Ac power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as the issue reported error message and temperature difficulty was not reproducible during the functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.